Event description:
It was reported that auto mode switch episodes due to competitive atrial pacing were observed. Programming changes were recommended. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.